Event description:
It was reported that this device has exhibited a decrease in r-wave amplitude measurements since implant. Boston scientific technical services was contacted and upon device data review, low out-of-range pacing impedance measurements (<200 ohms) were noted from the right ventricular (rv) lead. It was recommended to perform in-clinic provocative maneuvers to assess rv lead impairment. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.